Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) advised enduser has to tilt chair backwards so far to drive chair so he does come out of the chair because it is tippy.